Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a disconnection between a pd solution bag and the homechoice cassette resulting in a leak was reported, which is known to cause this alarm. The cause of the disconnection/leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home choice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during unknown process step of peritoneal dialysis (pd) therapy. During the troubleshooting, it was reported that there was a disconnection between the homechoice cassette and a pd solution bag which resulted in a leak. Renal therapy services (rts) explained the meaning of the alarm to the patient. The patient had cleared the alarm before calling in. The patient would finish therapy using manual bags. Rts reviewed proper procedures per the user manual with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.